Event description:
The ge oec 9800 fluoroscopy system had a malfunction of the vertical column lift and also flaking of the metal coating on the c-arm cross arm.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the power supply #3 for the vertical lift column needed to be replaced. Also, the cross arm assembly need to be replaced for the metal flaking. Both components were removed and replaced to return the system to functionality. The system was tested and found to be operating as intended. They system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.